Event description:
Surgeon reported that the implant was removed at the request of the subject. Pt failed to heed warnings to avoid remaining too close to devices with high magnetic fields such as arch welders.